Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported blood glucose results of lo, which on the system indicates a result less than 10 mg/dl, 272 mg/dl, and 197 mg/dl on compact plus system 1, 182 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.